Manufacturer narrative:
Additional information received indicates that the patient heard controller alarms while at home followed by her controller flashing on and off. The patient attempted to switch to new batteries but that did not stop the alarms. This was then followed by the screen going black. The patient then called the vad team who performed a controller exchange with no reported patient consequence. The site inspected the controller power ports and found intact. In addition they reported that the event was not associated with any alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient reported hearing controller alarms while he was at home. This was followed by the screen flashing on and off and going blank. The patient came into the clinic where the vad team performed a controller exchange with no reported patient consequence.

Manufacturer narrative:
It was reported that the patient heard controller alarms, followed by the controller flashing on and off. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal controller fault alarms on the reported event date ((B)(6) 2016). A vad disconnect alarm was recorded at 11:44:31, likely when the controller exchange took place. Analysis of the event files revealed two controller power up events at 11:26:16 and 11:33:01. The data point prior to both controller power up events revealed that the controller was connected to (B)(4) with 87% relative state of charge (rsoc) on power port 1 and (B)(4) was connected to power port 2 with 24% rsoc. The data file revealed that the controller was alarming a low priority "low battery" alarm, indicating that the battery on power port 2 was below 25% rsoc. This was likely the alarm the patient was experiencing. No other anomalies were noted near the time of the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. A possible root cause of these events can be attributed to a double disconnect of power sources from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.